Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the vad coordinator that the patient called late in the afternoon on (B)(6) 2016 to report that he had a high watt alarm at home. His powers had increased to the 5s with flows in the 7s. He also stated that his urine was a little brown, but overall was feeling fine. Upon admission to the hospital, the patient's lactate dehydrogenase (ldh) level was 1747 with a repeat at 1992 (his baseline is 200-300). The patient's urinalysis (u/a) revealed brown urine positive for blood. His inr was therapeutic (2.0-3.0) on admission and the patient's previous levels going back several months have also been therapeutic. The patient was started on intravenous (IV) heparin (goal aptt 70-90) along with his warfarin and aspirin (asa) 325mg. The team did not start an integrilin gtt at this time. Preliminary log file analysis performed on (B)(6) 2016 revealed that the patient had 8 high watt alarms logged since (B)(6) 2016. A rise in power consumption was observed starting (B)(6) 2016. Prior to sending the log files on (B)(6) 2016, there was a 1w drop in power consumption. The patient's current parameters are 4.1lpm / 2560rpm / 3.7w. The patient remained stable and admitted at this time. Per additional information received from the site on (B)(6) 2016, ldh was down slightly to 1600 and patient continued to exhibit tea-colored urine. The patient's vad parameters improved six hours after starting the high dose heparin. Intravenous (IV) integrilin was started on (B)(6) 2016 as part of the site's protocol for thrombus treatment. The patient remained asymptomatic with good end organ function. He remained hospitalized at this time. According to additional information received by the site on (B)(6) 2016, the ldh was down to 620. The patient remained on IV heparin and integrilin at this time. The plan was to wait until ldh is less than 200 (patient's baseline) before stopping integrilin and discharging the patient home. Additional information was provided on 9/20/2016 indicating that the patient is still admitted and doing well. The ldh has continued to decline (449 on (B)(6) 2016). The ldh has been ~450 for past two days. The patient remains on heparin/integrilin at this time. The plans are to decrease integrilin dose and monitor ldh, restarting warfarin/aspirin (asa) soon. Potential discharge from hospital is planned for early next week. Reportedly, there were no coagulopathies or issues with previous thrombus. The patient's anticoagulation was controlled pre-admission for thrombus. No further information was provided.

Manufacturer narrative:
Additional information was provided by the clinical specialist on 10/6/2016 indicating that the patient was discharged home on (B)(6) 2016. Hvad pump (B)(4) was not returned for evaluation as the device remains implanted in the patient. Review of the manufacturing records confirmed that the associated device met all requirements prior to release. Log file analysis revealed 8 high watt alarms logged since (B)(6) 2016 confirming the reported event. A rise in power consumption was recorded beginning on (B)(6) 2016 to a peak of 5.3 watts on (B)(6) 2016, outside of the normal operating range. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.